Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 31mm valve in tricuspid position underwent redo tricuspid valve replacement due unknown reasons. A 29mm valve was implanted. The patient was transferred to the CT ICU.

Event description:
It was reported that a patient with a 31mm valve implanted in tricuspid position for three years, two months underwent redo tricuspid valve replacement due to endocarditis and vegetation. The patient presented to hospital due to septic shock. A 29mm valve was implanted. The patient was brought to the ICU in stable condition. The patient was discharged to a snf on pod #15. Per received records, tee showed tricuspid valve vegetation >2cm. The patient underwent t\/r, ppm lead extraction and placement of new 2 leads.

Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. If additional information is received a supplemental MDR will be submitted. Based on the available information, the root cause was likely due to patient factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.